Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 58643 and data files were returned and analyzed. The files showed at least 37 applications were performed on the date of the event, the first 23 applications were performed with catheter 2af283 with lot number 58643; the last 14 applications were performed with a non-returned catheter 2af283 with lot number 58643, and system notice #50002 ¿the system has detected an electrical component failure¿ was triggered on application #31. Based on the returned failure file, the following system notices were triggered on the date of the event: #50002 ¿the system has detected an electrical component failure¿ and #50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ visual inspection of the catheter showed pin # 16 was bent in the catheter connector. Smart chip verification indicated the catheter was used for 23 injections. A performance test was unable to be completed. The dissection/pressure test showed visible blood was observed inside the inner balloon, a guide wire lumen kink and twist inside the balloons at around 1.36 inches from the tip of the catheter. The pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed the inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.